Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during an radiofrequency ablation (rfa) procedure on (B)(6) 2009. According to the complainant, during the procedure, the tines on the probe would not deploy all the way. The procedure was completed with a 3.0 leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received. The evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).